Event description:
It was reported that the customer experienced air bubbles in the reservoir and tubing of the infusion set multiple times. The customer also felt insulin when removing the reservoir from the compartment. The customer's blood glucose was 197 mg/dl. Troubleshooting was done. The customer stated that the bubbles were about 2mm bubbles and varied in size. Advised customer to perform a fixed prime until the air bubbles were no longer visible. The customer stated that her insulin was not fully room temperature. Advised customer that cold insulin could cause air bubbles in the reservoir and tubing. Advised not to refrigerate the insulin after opening the insulin vial. Advised that a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Basal/bolus leak test was performed and no leaks or air bubbles were noted.